Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alert, charge battery anomaly and no delivery alarm due to buttons not responding. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alerts and failed battery test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.